Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of over 600 mg/dl. The customer experienced symptoms such as extremely tired and not feeling well. The customer¿s blood glucose level was 297 mg/dl. The customer was treated with insulin drip. The customer was wearing the insulin pump during the hospitalization. The insulin pump is expected to be returned for analysis.

Manufacturer narrative:
The device was received with operating currents within specification. The device passed functional testing including the self test, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, displacement test and displacement accuracy test. The device was received with stripped battery cap coin slot. The device was received with cracked case at display window corners, cracked battery tube threads, minor scratched display window and case.